Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output was reported. The patient stated they had a hypoglycemic event during the night in which the receiver did not alarm. Further event details were not provided regarding treatment or symptoms. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.